Event description:
It was reported that the device was used during a laparoscopic appendectomy. The device fired but did not cut and some staples did not form properly. The case was completed with another device. There was no patient consequence.